Manufacturer narrative:
Failure investigation is still in progress.

Event description:
It was reported that the customer could not view the patient beds from the central monitoring station as the (B)(4) multi patient receiver was displaying error lights.

Manufacturer narrative:
It was reported that the customer could not view the patient beds from the central monitoring station as the org-9110a multi patient receiver was displaying error lights. The unit was evaluated and the reported problem was duplicated. The unit has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.